Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft ((B)(6)) was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient developed a postoperative lung infection in the left lung caused by klebsiella pneumoniae and streptococcus viridans. The patient received antibacterial treatment per the physician the cause of the postoperative lung infection is unable to determined but may be due to the patients own causes. No additional clinical sequelae were provided and the patient is fine.